Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d354trg crt-p implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that a patient is deceased and died approximately two weeks after implant of a left ventricular (lv) lead. The patient's cause of death was noted as cardiac decompensation and the death was classified as related to the implant procedure. It was also reported that before the patient's death, the patient refused intubation and the patient's family decided not to escalate therapy. The patient was a participant in the (B)(6) clinical study.